Event description:
It was reported that patient presented in hospital with bradycardia. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was noted due to oversensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable after procedure.